Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. The previous bi results were negative. The affected loads were recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), retains testing, trending of lot number, system risk analysis (sra), visual analysis, and concomitant device evaluation. ¿ thirty-two (32) retains product bi samples were submitted for functional evaluation. Functional specification was met for all evaluated bis. ¿ trending analysis by lot number was reviewed from 12/15/2016 to 01/31/2017 and trending was not exceeded. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." ¿ the product was not returned; therefore, no visual analysis was performed. ¿ the concomitant product, a sterrad®100nx sterilizer was evaluated for an h2o2 delivery failure/area too low issue reported on the same day as the suspect positive bi issue. The asp fse reported the h2o2 delivery system was replaced to correct the error message, however, it is inconclusive if the h2o2 delivery failure and part replacement are directly related to the suspect positive bi issue. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found lot trending analysis was not exceeded. The customer was unresponsive to multiple attempts to obtain additional information through the bi worksheet and the suspect bi was not returned for analysis. As such there is insufficient information to determine an assignable cause. Should additional information be received at a later date, the complaint will be re-opened for evaluation of the event.

Manufacturer narrative:
The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.